Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The device was returned to caire for an investigation. The evaluation of the freestyle comfort portable oxygen concentrator, as flagged by RMA due to deformed plastics, was completed for visual only investigation. Upon investigation, the unit had several plastic parts that were deformed and/or damaged. Parts include the compressor intake tube retainer, feed/waste tube, flow tube on the circuit board, and center carrier. The damage suggests that the oxygen concentrator experienced a high temperature event in which temperatures across the concentrator's compressor reached above 110°c, the softening temperature of the plastics, for a prolonged period of time. All damage incurred by the unit during the adverse event was contained within the casing of the unit and no injuries were reported as a result.

Manufacturer narrative:
The device has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The freestyle comfort unit was flagged in caire repairs because the plastic case of the unit showed signs of heat damage. There was no incident or patient injury reported.